Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not been recovered from the field. Device evaluation was accomplished through a review of the downloaded flag files surrounding the time of the treatments and death. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatments or the death. There is no indication of a device malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2015 while wearing the lifevest. The patient was in the hospital and unconscious at the time of the event. The patient's wife reported that the paramedics were present. The lifevest detected asystole at 06:49:08 on (B)(6) 2015. Two treatments were delivered at 06:51:14 and 06:52:53 with a rhythm of asystole with intermittent cardiac activity. Asystole is considered a non-treatable rhythm. Oversensing a small cardiac signal contributed to the false detection. The patient remained in asystole after the treatment. The device was deactivated at 07:17:42. There is no indication that the lifevest caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment.